Manufacturer narrative:
Customer quality report: patient dob & weight not provide for reporting. This report is for unknown drill bit/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The complainant indicated that the device broke intraoperative and a fragment are retained in the patient. : subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a medical device report, medwatch uf# (B)(6). Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. Was received, a copy will be included with the report. The device malfunction was reported to the patient. The device is not available for investigation. No additional information is available. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: facility information on maude report not submitted to the FDA: additional reporter: (B)(6) (B)(6) registered nurse at (B)(6) hospital. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery a 2.5mm drill bit broke. The drill bit tip was left in the patient's left distal tibia. The device malfunction was reported to the patient. The device is not available for investigation. No additional information is available.